Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger.. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), analysis of the desktop charger (serial # (B)(4)) found the cable assembly connector pins were broken and the pins had moved to the other side. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had difficulty charging the recharger and had not charged in two months. They quit recharging and they couldn't get the device to work. An overdischarge was alleged. It was then reported that the desktop charger only plugged in backwards. The caller believe that the pin was mislabeled as they attempted to troubleshoot with the patient over the phone because the cord only plugged in when the arrows weren't lined up. It was further reported that the patient stated the desktop charger connector pin had been broken and moved to the opposite side. No symptoms were reported. No further complications were reported or anticipated.